Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used reservoir cassette was received. As received no damage or anomalies observed. To replicate clinical use the cassette was filled with 100ml of water using an ICU medical provided syringe. No leakage or difficulties filling were observed. The cassette was then inserted into a cadd solis pump, and the set was primed with 10 ml. No leakage or difficulties priming were observed. The complaint of occlusion alarm could not be replicated or confirmed. A device history record review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a momentary occlusion alarm went off during drug administration and then cleared immediately, the cause was unknown. Since then, the same pump and cassette have been used, and the issue has not recurred. The event occurred during the patient use. There was no patient harm/adverse event.